Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5ha device was returned with the blade scratched and cracked. Due to the damage of the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states : "avoid accidental contact with all metal or plastic instrument or object when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if futher investigaton is warranted.

Event description:
It was reported that during a lap. Chole, the device would not work. The customer used another like device to complete the case with no patient consequence. There was no other information available.